Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right atrial (ra)channel that was being oversensed and causing brief mode switches. There was no pacing inhibition and all atrial lead parameters were within normal range. No programming changes were made at the time. Approximately three and a half months later the patient reported hearing beeping tones from the cardiac resynchronization therapy defibrillator (crt-d). The device had been checked in the office twice and in the emergency room once with no cause of beeping determined. The day following the emergency room visit, an out of range atrial impedance was recorded in the remote home monitoring system, but it was noted that the beeping function was not programmed for out of range ra impedance measurements. Further review of the data stored in the remote home monitoring system found spikes in the ra lead impedance measurements occasionally in the last few months. An atrial tachy response (atr) episode was sent to boston scientific technical services (ts) for review. Ts noted oversensing of noise in the atrium. Ts stated that the noise was from the crt-d sensing the minute ventilation feature and explained they could turn off the rate response trend feature. Ts further reviewed reasons why devices beep and since none of these were present, the medical personnel would discuss other possible causes of beeping in the home that may mimic device beeping. At this time the physician opted to turn off the remote home monitoring alert for out of range impedances for the ra lead and continue to monitor as it has been chronically high. The crt-d and ra lead remain in service and no adverse patient effects were reported.